Manufacturer narrative:
Additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, procedure was lumbar fusion. Delay was 5 minutes. No impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000085, serial/lot #: (B)(6), product ID: bi71000273, h3) the manufacturer representative went to the site to test the imaging system. The winch was causing the door not to open. They replaced the winch. Door opening without any hang up. Also replaced door cable slides. Did a medtronic check out. All test passed. Codes: b01, c07, d02 are applicable the winch was returned for analysis. Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No functional fault found. Codes: b01, c19, d14 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site was unable to open the gantry while around a patient during a surgery. The manufacturer representative walked the site through manual door open procedure. Yellow door open button was tried first but did not resolve. No other information available at time of call.